Event description:
It was reported that the ventilators parameters were erratic on screen when trying to make changes during unit set up. Reportedly, the touchscreen would not allow the user to change anything and the jumping values would change without any input. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the front bezel to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.